Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient; therefore, a return sample evaluation is unable to be performed. A stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported that for the last few months the patient has had a chronic candida infection at his stoma site. He has taken two courses of unknown oral anti-fungal medication but feels like this has not made a difference. The stoma itself is very inflamed as is the area 3 inches around it and is growing and getting worse. There is also an area of over granulation that often bleeds when it is cleaned. The stoma produces a green discharge. Twice daily the area is cleaned, dried, unknown creams are applied and redressed. Peg-j tube has been in place for 3 years.